Event description:
This lead was capped and replaced due to lead impedances greater than 3000 reported in (B)(6) 2011. In (B)(6) 2012 there was noise reported and the thresholds increased. In (B)(6) 2012 there was no capture at maximum output. There were no adverse events reported for the pt. Should additional info be received, this file will be updated.